Event description:
The system 6 non-sterile battery was sent for evaluation because it was found melted when the instruments were being checked prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.